Manufacturer narrative:
Investigation summary: no samples returned to saxin for investigation. Retention samples were evaluated. Sanxin rechecked retention samples for same lot and found the following: checked air filter water resistance level, no leakage found. Checked finished good lot size 30050pcs, leakage test sampling level: s-2, aql1.0 sample plan inspected 13 pcs, no leakage found. A review of the device history record revealed this being the 5th complaint for air leakage. However, no other irregularities or quality notifications for the reported lot number. All process and final inspections comply with specification requirements. Root cause description during ultrasonic welding, the welding mold and air vein welding is incomplete because they are not keeping the same level or the tooling device for spike have deviation so that lead to deviation of air filter during welding. The reason for incomplete welding or welding deviation is due to fixture tooling loosen. Corrective actions: mechanics are required to do spot inspection for fixture tooling of spike and chamber assembly machine before each shift turnover to ensure that the fixture tooling have no deviation and shaking. Established a process control chart whereby when it exceeds the control line, operator is required to shut down the equipment and notify the mechanics to debug.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd IV administration set s404f there was leakage found at the air vent. There was no report of medical intervention.